Event description:
Clinical study: it was reported that 4 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the svg to the right coronary artery.

Event description:
It was further reported that the pt was enrolled into the program in mar 2004. Target lesion 1 was located in the ostium of a free rag (radial artery graft) to rca, with 90% stenosis, and was 18mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with cutting balloon angioplasty and a 3.0x20mm taxus stent, with 0% residual stenosis. Per catheterization report, vessel spasm in the distal portion of the dilated area was treated partially with ic nitroglycerin, and partially with stenting. The pt was discharged the next day on asa and plavix therapy. Three mos later, pt presented to physician's office with complaints of exertional chest pressure and dyspnea, and was referred for cardiac cathetrization. Coronary angiography 5 days later revealed lvef 25% to 30% with severe anterior and apical hypokinesis, lmca & minor luminal irregularity, lad-totally occluded at origin, lcx -diffuse mintor luminal irregularity; no stenosis in excess of 10%, rca-totally occluded proximally, lima to lad- widely patent to the mid-lad, rag to rca-80% instent restenosis. Per catheterization report, the pt underwent successful cutting balloon angioplasty of a proximal right radial graft instent restenosis, reducing the stenosis from 80% to 20%. The pt was discharged with scheduled return for brachytherapy in 2 days. In the opinion of the physician, the taxus stent is not related to the event. Two days later, pt returned for scheduled intervention and underwent brachytherapy to the proximal right rag to rca. The pt was discharged the next day. In the opinion of the physician, the taxus stent is "not related" to the event.